Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited possible battery issue as the device showed five and a half years remaining longevity after three months from implant. It was noted that the device was using 196 percent power and 98 microwatts power consumption. Boston scientific technical services (ts) discussed possible reason for this issue and suggested to have an engineering analysis. Analysis showed that the device was drawing more power than expected based on therapy levels. The anticipated power was approximately 60 microwatts. It was not immediately clear whether this was normal operation. The analysis was inconclusive, this condition should be monitored closely or undergo further troubleshooting. Moreover, replacement could be considered. Boston scientific technical services (ts) discussed results and programming options with the field representative. The device remains in service. No adverse patient effects reported.